Event description:
Attorney reported: approx 1995 - the patient was implanted with a composix kugel mesh patch in order to repair a hernia. Approx 2003 - the patient underwent surgery due to a defect which caused the mesh patch to become entangled around the patient's intestine. The mesh patch was explanted and part of the patient's intestines was removed. Based upon the implant date, the product can not be a composix kugel mesh. Therefore, the product will be reported as an unknown kugel mesh.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report, when/if product is returned for evaluation or additional information becomes available.